Manufacturer narrative:
The following sections could not be completed with the limited information provided: pt weight - weight - ni. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent a revision to a total knee arthroplasty due to loosening and fluid collection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. The investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a "design issue" as the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.